Manufacturer narrative:
(B)(4).

Event description:
Following implant, the stimulation was intermittent. The stimulation turned off several times a day. The patient had to use the "remote control" in order to turn it back on. It was noted that there were a number of high impedance readings on interrogation; however, the physician did not believe that this was the problem because the impedance measurements had been high with the previous device. The physician turned off the control magnet capability. Everything returned to normal. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See manufacturer's report #300756237-2010-04598 for high impedance with prior device.